Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and no notable events were reported prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to connect pump to known working power source, after which pump display turned on but malfunction code was noted. The customer reverted to an alternate method of insulin therapy.